Manufacturer narrative:
The insulin pump had no button error alarm noted. The device has intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping noted. Device passed the displacement, rewind, basic occlusion, occlusion,prime test and excessive no delivery test. All operating currents are within specification. Low batt alarm and off no power alarm function properly and passed self test. No motor error alarm noted. The motor was tested outside of the device and passed. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.